Event description:
An ophthalmic surgeon reported that a probe had poor cutting during a vitreoretinal procedure. It is unknown if aspiration was present. The issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A complaint history examination was performed and it indicates that there was one additional complaint for this reported issue. A device history record (DHR) review was conducted and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. The probe sample was visually examined using 25x magnification and was deemed nonconforming. The probe has an obviously bent needle. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. Cut testing could not be performed due to the actuation failure. The probe was disassembled and the components inspected. Significant resistance was present when removing the inner cutter from the bent needle. The inner cutter is severely bent. There is approximately 120 minutes wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The probe was reassembled and the probe was then able to be actuated. The complaint evaluation does confirm the probe would not be able to functionally cut properly. The root cause for this poor cutting was due to its excessive use which resulted in a bent inner cutter. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It appears that the probe was functioning properly for approximately for 120 minutes before the cutting was determined to have poor cutting. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).